Event description:
The customer reported that this multigas unit stopped working, the issue was discovered after the case. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit stopped working, the issue was discovered after the case. The customer tried a new sampling line and new trap water; however, the issue remained. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow up, what type? H11. Additional manufacturer narrative.

Event description:
The customer reported that this multigas unit stopped working, the issue was discovered after the case. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this multigas unit stopped working, the issue was discovered after the case. The customer tried a new sampling line and new trap water; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.